Event description:
This (B)(6), female pt was admitted for stenting of an 80% stenosis in the right internal carotid artery. The vessel was described as mildly calcified with no tortuousity. The angioguard device and precise nitinol 8x40 stent placement were successful, and there were no reported procedural complications. Eight hours post procedure, the pt's blood pressure. He was treated with dopamine hydrochloride and recovered 2 days after this treatment. According to the physician, this symptom was caused by carotid sinus reflex by the stent placement. He was discharged in stable condition.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.